Event description:
A trilogy ev300 device was returned for a field change order implementation. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the device failed the active exhalation verification test. The technician replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. Additionally, the device's proportional valve (aecm) and 3-way solenoid valve were returned to the manufacturer's product investigation laboratory (pil) however, no further evaluation of the components is required at this time. The system meets the specification for the performed service and is returned to use.